Event description:
The account states a pt generated architect b-hcg results of 1.6 and 1.4 iu/l. The controls were within range prior to running the pt sample. Control results were later out of range low; the account replaced the wash buffer and controls came back into range. The pt sample was retested the following day with a neat result of >15,000.0 iu/l and a diluted result of 33,468.2 iu/l.